Event description:
The patient's wife reported that the device, which was activated right before her husband went to bed, alarmed while he was sleeping at 6:41 am on (B)(6) /2012. The patient drove himself to the hospital thinking he was having a heart attack but the nurses confirmed he was in the stages of diabetic ketoacidosis. His blood glucose measured 435 mg/dl and traces of ketones were present. He was treated with an insulin drip, saline and potassium. He was released the next day after about 24 hours in the hospital. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for investigation. We are unable to confirm the alarm condition reported by the customer, determine its root cause, or investigate if it could have contributed to his dka and hospitalization. No qualification record review was performed as no product lot number was reported. The omnipod user guide warns, "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia," and, "if you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself." It cautions, "due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod. Activate and apply a new pod," and advises, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 - 6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."